Event description:
Info received indicates the hcp noted the belly of one cusp appeared odd at implant. Intra-operative echo showed unsatisfactory leaflet movement. Pt was put back on pump, the valve was removed and was replaced. No add'l consequence reported for the pt.